Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the extractor was backloaded over a hydrajagwire (bsc) and advanced into the patient's common bile duct. The balloon was used to remove stones, however, significant resistance was met when reinserting the balloon into the duct. The physician reported pushing the extractor balloon at which point the balloon was able to be reinserted and used to complete the procedure. Inspection of the device post procedure revealed about three inches of the guidewire port, extending to the tip of the device, was torn. No damage was noted to the device prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was (B)(6). Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the extractor was backloaded over a hydrajagwire (bsc) and advanced into the patient's common bile duct. The balloon was used to remove stones, however significant resistance was met when reinserting the balloon into the duct. The physician reported pushing the extractor balloon at which point the balloon was able to be reinserted and used to complete the procedure. Inspection of the device post procedure revealed about three inches of the guidewire port, extending to the tip of the device, was torn. No damage was noted to the device prior to the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed four kinks in the catheter of the device. The c-channel of the catheter was noted to be torn. Functional testing was performed; a guidewire was back loaded at the distal tip and exited at the exit ramp with no issues. The guidewire was then front loaded at the introducer, however it could not be advanced through the entire length of the catheter and stopped where the catheter was kinked. The condition of the returned incident device is consistent with the report that the catheter was damaged. The damage noted to the catheter of the device may be due to excessive force used in removing the guidewire from the c-channel. It is possible that the catheter kinked during use and lead to the reported issue of difficulty advancing through the anatomy. Therefore the most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure (such as tortuous anatomy) limit the performance of the device. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.